Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies, unexpected low battery alarms, battery out limit alarms or off no power anomalies were noted. No damage on was found on the lcd isolation tape noted. The insulin pump powered up properly after battery installation and battery display icon functioned properly. The operating currents are within specifications. However, the insulin pump was received with cracked case at the battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer stated that they change their battery but the device keeps getting power errors. The patient's blood glucose level was 238 mg/dl at the time of the call. The customer mentions that the device has three cracks on the back side of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.